Manufacturer narrative:
(B) (4) (infection occurred): conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure on (B) (6)2010 and was discharged from the hospital on (B) (6)2010. The patient had no problems while in the hospital. After leaving hospital, the patient developed a urinary tract infection and on (B) (6)2010 the patient started amoxicillin 250mg three times a day for a week. The two "sores" looked infected at that time, but they are now healed. The patient developed urgency at night. On (B) (6)2010, a urinary catheter was inserted because the bladder was not fully emptying. Currently, the patient has swollen ankles, the catheter remains in place, and the patient feels a sensation of cystitis since the catheter was inserted. There has not been any treatment for cystitis. No surgical intervention is planned.